Manufacturer narrative:
It was confirmed through good faith effort attempt that the ethernet did not connect to the database because the ethernet network cable was unplugged. The field service engineer was on the customer site and found that the ethernet network cable was unplugged. Replugging the ethernet network cable resolved the reported issue. Based on the information available and the testing conducted, the cause of the reported problem was a disconnected ethernet network cable. The reported problem was confirmed. The customer issue was resolved by replugging the ethernet network cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. This complaint is a correction to MFR report number 1218950-2025-000047. E1 reporting institution phone #(B)(6). E1 reporter phone #(B)(6).

Event description:
It was reported that ICU station 1 all telemetry is unable to connect to the central monitor. The device was reported to be in use at the time of the event. No adverse event was reported.